Event description:
The user stated the c501 mishandled an ammonia reagent cassette and three erroneous results for pts in the ICU occurred, because the c501 still "thought" that the ammonia cassette was on board and showed that tests were available. All results are in ug per dl. All samples were edta plasma. Sample 1 result was -132 with a data flag. Sample 2 result was -230 with a data flag. Sample 3 result was -102 with a data flag. The results were all reported as less than 10. The tech found there was a problem and manually repeated the three samples. The tests were repeated on the same c501 with the same sample after adding a new ammonia reagent cassette. The result for sample 1 was 41, sample 2 was 44 and sample 3 was 76. The results were corrected immediately. The pts were not adversely affected and no treatment occurred based upon the erroneous results. The lab staff found there was a problem with the gripper and cleaned the gripper fingers.

Manufacturer narrative:
The field service rep determined the bottom of the cassette gripper was sticky and replaced the griper finger, cleaned the cassette gripper and checked the adjustments. To verify the analyzer performance, he ran instrument testing and checks with results within specs.